Event description:
Baxter australia reported a transfer set with a cracked minicap. The thread appears to have raised hooks. This was noted during use. A leak was noted by the parents subsequent to the child jumping into the tub. No pt injury or medical intervention reported.